Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This is report one of three reports (3007042319-2016-00643, 00644, 00645) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad nurse that the patient experienced power switching. The battery was exchanged with no effect on the patient and the exchange resolved the issue. Investigation is ongoing.

Manufacturer narrative:
Removed concomitant medical products. It was reported that the patient was experiencing power switching events. Seven batteries (bat203917, bat202301, bat046843, bat200601, bat200770, bat203451 and bat203688) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the controller log files revealed several premature power switching events involving bat200601, bat200770, bat202301, bat203451, bat203688, and bat203917. Bat046843 was not involved in any premature power switches. Failure analysis of the returned batteries revealed that the batteries passed visual examination and functional testing; the reported event could not be replicated during testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Heartware has opened an internal investigation to address communication errors. This is report three of three reports (3007042319-2016-00643, 3007042319-2016-00644 and 3007042319-2016-00645) submitted for devices related to the same event.

Manufacturer narrative:
The reported power switching event could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report three of three reports (3007042319-2016-00643, 3007042319-2016-00644 and 3007042319-2016-00645) submitted for devices related to the same event.

Manufacturer narrative:
Additional information received indicated that the patient was at home during the reported event and did not experience any alarms or loss of power. The power switching could not be reproduced by manipulating connections. The patient experienced no symptoms during the controller exchange and the issue resolved with the replacement devices. This is report two of three reports (3007042319-2016-00643, 3007042319-2016-00644 and 3007042319-2016-00645) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.